Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient stated that she ¿almost passed out¿. The patient could not recall the reading on her cgm device, but her bg meter was reading over 400 mg/dl. Despite not having a full set of cgm and bg meter values, the patient reported that the cgm ¿did not function correctly¿. The patient¿s daughter took her to the ER. At the ER, the patient's bg level was reported to be higher than the reading that was taken at home, but no specific value was reported. The patient was treated with insulin (route not specified). Attempts to reach the patient for event clarification were unsuccessful. She was discharged home later the same day. The patient was ¿not feeling well¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.